Event description:
On 01/13/11 it was reported a lead problem. Oversensing. No further information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).